Manufacturer narrative:
Date of event; brand name; manufacturer name, city and state; model number, catalog number, lot number, expiration date and UDI number; 510k and device manufacture date are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube cuff failed to inflate prior to insertion and tube was not used. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H6. Evaluation codes: updated. D3, g1,2 email is: (B)(4). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.